Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The surgeon reported in 2006, the patient had a total hip implantation (trident polyethylene insert, symax steel and metal howmedica cup). In 2009, the same devices were implanted on the other side. After implantation, the patient got leukaemia. Tests of metal ions were made and it was observed that cobalt raised up to 42. After 6 weeks, it reduced to 32.

Manufacturer narrative:
The patient is (B)(6). An event regarding elevated metal levels involving a 28mm -4 v40 taper vit head was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported event, patient medical records, clarification of the reported event, and units of measurement for ion levels are needed to complete the investigation for determining the root cause.

Event description:
The surgeon reported in 2006, the patient had a total hip implantation (trident polyethylene insert, symax steel and metal howmedica cup). In 2009, the same devices were implanted on the other side. After implantation, the patient got leukaemia. Tests of metal ions were made and it was observed that cobalt raised up to 42. After 6 weeks, it reduced to 32.